Manufacturer narrative:
Citation: kuhn et al. Transcatheter aortic valve implantation with the 34 mm self-expanding corevalve evolut r: initial experience in 101 patients from a multicentre registry. Eurointervention. 2018 jun 8;14(3):301-305. Doi: 10.4244/eij-d-17-01153. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experience with 101 patients implanted with 34-mm corevalve evolut r bioprosthetic aortic valve. All data were collected from a multi-center registry with this valve which was ce-marked in january 2017. The study population included 101 patients (predominantly male; mean age 80.7 years), all of which were implanted with a corevalve evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, two all-cause deaths occurred. One death was due to ischemic stroke after valve implant and bailout surgical replacement; no other details were provided. Another death was due to pneumonia. Based on the limited available information, neither of the deaths were attributed to medtronic product. Among all patients, adverse events included: moderate or severe aortic regurgitation (5), implant of a second valve within 30 days (4), ischemic stroke (3), major bleeding (7), major (1) and minor (5) vascular access site complications, and conduction disturbance (26) resulting in permanent pacemaker implant (19). Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.